Event description:
Boston scientific received information that this pacemaker and competitor leads exhibited a jump in pacing impedances from 860 ohms to 1600 ohms and increased thresholds. A revision procedure was performed for a suspected competitor lead issue. The leads were disconnected from the device and tested through the pacing system analyzer (psa). The leads both tested normal and there were no visible signs of a lead fracture. The leads were then reconnected to the existing device and all measurements were normal. A connection issue was suspected to have caused the out of range measurements observed clinically. The device and leads remain implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.